Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capable fell off in the patient's mouth, no serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was no possible. The device was returned with the capsule missing. The plunger had been fully depressed and retracted.